Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of being lightheaded. The device exhibited inappropriate pacing, resulting in non-perfused premature ventricular contractions (pvcs). Follow up was attempted for further information, but was unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.